Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a head computed tomography (CT) scan on (B)(6) 2014 after he had fallen and had some confusion. The head CT scan showed a stable resolving right temporal lobe intraparenchymal hematoma with 3 mm midline shift to the left. Since it was shown to be resolving, it was assumed it had started prior to the fall, however, it is unknown. The patient's international normalized ratio that day was 1.3. The patient was being heparin bridged. The patient's coumadin was held and he was moved to ICU for observation. The patient¿s confusion eventually cleared and he had no deficits. Repeat head CT scans showed improvement/stabilization of the hematoma.

Manufacturer narrative:
A correlation between the device and the intraparenchymal hematoma could not be conclusively determined; however, approved labeling lists stroke and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on vad-57484. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 25 days. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.